Event description:
During testing of the thermogard xp ivtm system (s/n (B)(4), the customer's biomedical engineer (biomed) discovered that the pump rotation was slow. As reported by the biomed, the pump was rotating with the speed of 32 revolutions per minute (rpm), below the expected range of 35 to 43 rpm. No patient involvement.

Manufacturer narrative:
The thermogard xp ivtm system (s/n (B)(4) was evaluated at the customer site. The reported complaint of "slow pump rotation" was not confirmed during functional testing. No device malfunction was found during testing, and the thermogard console functioned as intended. No physical damage was observed on the thermogard console during visual inspection. A review of the event log data revealed several mid:09 (air trap assembly) error messages, unrelated to the reported complaint. Based on the log data files, the mid:09 error messages were cleared, and no error message occurred during device inspection. The ivtm thermogard console passed functional testing without any fault or error. The pump rotor rotation was checked, and it was at 40 rpm, within the specification (35 to 43 rpm). The biomed had miscounted the pump rotations. Nevertheless, the vexta pump motor assembly was re-calibrated as part of service during the device check. Following service, the thermogard console passed all functional and electrical tests with no issues, and readings were within the specified limits.